Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise was observed on the right ventricular (rv)as well as right atrial (ra) lead. Both leads were capped (B)(6) 2019. The patient was downgraded to a single chamber device with a new rv lead. The patient was stable.